Manufacturer narrative:
Provided on facility report (B)(4). Additional product code: hrs, ktt. It is not known if this was one of eleven screws explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. User facility medwatch (B)(4).

Event description:
Customer quality unit received a user facility report forwarded from (B)(6) hospital; this report is against user facility medwatch report # (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the user facility event report is attached. It was reported patient underwent a procedure in which the 2.7mm/3.5mm locking compression plate (lcp) posterolateral distal fibula plate and thirteen (13) screws for a clavicle fracture on (B)(6) 2017. On unknown date patient developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2018 where surgeon removed eleven (11) of the screws and the plate. It is unknown why two (2) of the screws remain implanted. Surgery was completed. Patient status reported as okay. This report is for one (1) 2.7mm locking screw 16mm this is report 7 of 10 for (B)(4)